Event description:
It was reported via repair work order that the side rail could drop unintentionally during use due to damaged assist cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.